Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2006; 5076-52, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had unexpected longevity. The device was checked in (B)(6) 2013 and the battery showed 12 months remaining; however, the device was at elective replacement indicator (eri) on (B)(6). The device was explanted and replaced. No patient complications have been reported as a result of this event.